Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for approximately 4 to 24 hours prior to the incident. The patient contacted customer support due to experiencing severely elevated blood glucose levels, reported to be above 500 mg/dl, which resulted in hospitalization. No additional clinical or product-related details were available at the time of the report. A supplemental report will be submitted once further information is obtained.